Event description:
The manufacturer received information from a third-party service provider that red lighting, an alarm had occurred leading to the trilogy evo device to shut off. There was no serious patient harm or injury that occurred or was reported. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.

Manufacturer narrative:
The manufacturer previously reported information from a third-party service provider that red lighting, an alarm had occurred leading to the trilogy evo device to shut off. There was no serious patient harm or injury that occurred or was reported. The trilogy evo was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed due to insect infestation. There were no investigation or findings available for this issue due to the insect infestation issue, and the device will be scrapped. The root cause isn't confirmed at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed.